Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a possible virus. The customer's blood glucose reading was 300 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
The complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.